Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No reset anomaly or error alarms were noted. However, the insulin pump was received with a cracked display window and a cracked case at the display window corners.

Event description:
No blood glucose levels reported. The customer reported receiving a failed self-test alarm from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).